Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the submitted log files. According to the account, the low flows resolved with volume management. A direct correlation between heartmate 3 lvas (left ventricular assist system), serial number mlp-(B)(6), the hypovolemia, and the reported patient symptoms could not be conclusively determined through this investigation. The controller event log file contained events spanning from 12apr2024 to 16apr2024. Two transient low flow alarms were recorded on (B)(6) 2024 due to the estimated pump flow falling below the low flow threshold of 2.5 lpm (liters per minute) for 10 seconds or more. The pump appeared to operate as intended at the set speed. Although the account reported they thought an internal segment of driveline was too close to the outflow graft, an x-ray image of the pump/internal driveline was unremarkable per abbott technical service and the account later reported that the low flow alarms resolved with volume management. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use, rev. C, contains the following information: section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had dizziness, abdominal pain, and syncope. They developed recurrent low flow alarms when they were setting on their bed from supine position. The symptoms and signs immediately disappeared when they are back supine on bed. They were clinically euvolemic to dry and their mean arterial pressure was 65-75mmhg. The hospital thought a subsection of the driveline position might have been too close and pushed the outflow graft. X-rays and computed topography (CT) were taken. Log files were submitted for review. The log files contained a few low flow estimates and sustained low flow hazard events throughout the log file. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. The flow readings did not appear to be a result of any external equipment malfunction. These low flow readings were likely related to the patient reported clinical condition. The x-ray images were unremarkable. Volume management was performed and resolved the issue. It was noted that computed topography (CT) was done as well and the low flow alarms had resolved.